Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy procedure on (B)(6) 2018 and barbed suture was used. The suture split and broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.